Event description:
Foreign patient contacted dexcom technical support on (B)(6) 2015 to report permanent out of range signal on( B)(6) 2015. Patient's device is out of warranty. The foreign patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The transmitter is out of warranty. The dexcom g4 platinum continuous glucose monitoring system user's guide states under the transmitter product specifications that the transmitter has a limited warranty of 6 months.